Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 20 x 2.5, concentric target lesion with <=45 degrees bend was an area of in-stent restenosis located in the mildly tortuous and mildly calcified left circumflex artery (lcx). A 24 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the device was stuck in the previously placed stent in the left main (lm) and failed to cross the lesion. The physician performed multiple inflation in the lm with a 4x8 non-compliant balloon catheter and tried again to cross; however, the proximal stent struts were damaged. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the device was unable to cross the previously placed non-bsc stent.

Manufacturer narrative:
Correct bsc aware date: (B)(6) 2021. Device evaluated by MFR.: promus premier ous mr 24 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid-section to distal end were lifted from the crimped position. The undamaged stent outer diameter was measured and the result was 0.0385 inch this is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 20 x 2.5, concentric target lesion with <=45 degrees bend was an area of in-stent restenosis located in the mildly tortuous and mildly calcified left circumflex artery (lcx). A 24 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the device was stuck in the previously placed stent in the left main (lm) and failed to cross the lesion. The physician performed multiple inflation in the lm with a 4x8 non-compliant balloon catheter and tried again to cross; however, the proximal stent struts were damaged. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the device was unable to cross the previously placed non-bsc stent.

Manufacturer narrative:
Correct bsc aware date: 16/nov/2021.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 20 x 2.5, concentric target lesion with <=45 degrees bend was an area of in-stent restenosis located in the mildly tortuous and mildly calcified left circumflex artery (lcx). A 24 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the device was stuck in the previously placed stent in the left main (lm) and failed to cross the lesion. The physician performed multiple inflation in the lm with a 4x8 non-compliant balloon catheter and tried again to cross; however, the proximal stent struts were damaged. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.